Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that unknown zimmer abutment screw had loosened at tooth location 30. Clinician retightened the screw to 35ncm and patient was released. No impact to the patient was reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One unknown zimmer screw was not returned for investigation. Therefore, visual evaluation could not be conducted. The investigation addressed the third out of six loosening events using the applicable instructions for use, risk files and other available information. Functional testing could not be performed since the products were not returned. No pre-existing conditions were noted. The screw had been placed on tooth #30 for approximately 2 years when the third event occurred. X-ray or picture images were not provided. DHR review could not be performed as the lot numbers were unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number (tsvwb11) was performed for similar events and no complaint related to nonconforming products was identified. However, complaint history review could not be performed for the unknown screw. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction and the reported event could not be verified as the exact details of event were nonverifiable and the products were not returned. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: g7: checked "follow-up."